Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to wear of scope cover packing, water tightness is lost; air/water cylinder has no color; scope cylinder has no color; switch box has a dent; forceps channel port has a dent; due to wear of angle wire, bending angle in down direction does not meet the standard value; the cover of light guide bundle is damaged; light guide lens has a crack; adhesive around light guide lens has foreign objects; adhesive on the bending section cover or distal sheath rubber is detached; due to annual inspection, parts must be replaced; adhesive around objective lens has a crack; and there is corrosion around forcepr elevator (l-arm). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer returned the evis exera iii duodenovideoscope, for the annual inspection without reporting any issues. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the light guide lens glue has foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
Correction: UDI. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object stuck/clogged in the adhesive area of the light guide lens, but it was not possible to identify the foreign object. Due to a leak failure in the scope cover, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual tjf-q190v operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.